Manufacturer narrative:
The relevant dimensions were checked and no deviation was found. No manufacturing related fault could be detected. Pd event evaluation: the chu engineer reviewed the design and clinical risk assessment for this device (s05-007, usspi07006, and usspi10026, synfix-lr, synfix mini-open, a synfix enhancement). By definition, the hazard of this complaint is not applicable to a design and clinical risk analysis. Conclusion: since the drawings call out the correct overall dimensions, the disposition for this complaint from a design perspective is invalid. Manufacture evaluation: the relevant dimensions were checked and no deviation was found, no manufacturing related fault could be detected. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
It was reported by the sales consultant: during a two level procedure on (B)(6) 2013, the synfix-lr anterior lumbar interbody fusion (alif) implant was discovered to be too small by the surgeon. Another synfix implant of the same size but from a different lot was opened and turned out to be too small as well, however the synfix-lr trial implants turned out to be a fit. Additional synfix-lr implants of larger and various sizes were used for the different levels to complete the procedure, as the implants were a good fit. It was reported the procedure was delayed approximately one hour due to the initial size synfix-lr implants not fitting, and it was also reported there was no adverse event to the patient due to the delay. This report is for a synfix-lr 26mm depth/32mm width/15mm height 8 degree (sterile) implant. This is 2 of 3 reports for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) was performed and no complaint related issues were found.